Manufacturer narrative:
During a standard treatment, an electrical dental handpiece got hot and caused 2 burns on cheek of pt. One burn is located close to tooth #14, the second burn is closer to corner of lip. Pt was told to do warm salt water rinses and is still in healing process, but shows improvement. The analysis of the handpiece did show that the head was dented at the back cap causing back cap to stick in. As a result it interferes with moving parts causing the head to heat up. Also, the cover nut was damaged causing the back cap to pop off. The user instruction requires a test run before each use and informs that a handpiece mustn't be used if it runs out of specs. Reported due to the 2 year presumption rule.

Event description:
During a standard treatment, an electrical dental handpiece got hot and caused 2 burns on cheek of pt. One burn is located close to tooth #14, the second burn is closer to corner of lip. Pt was told to do warm salt water rinses and is still in healing process, but shows improvement.